Event description:
Caller alleged discrepant results (poor precision). Results as follows: first-inr = 2.7 *. Second-inr = 1.1. Third-inr = 2.2. * pt self-test taken 4 days before (2nd-inr result).

Manufacturer narrative:
Inratio precision data provided by end-user lot: first-inr = 1.1. Second-inr = 2.2 *2.7 inr was excluded from comparison test since test was done more than three hours apart. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Since time of test exceeded three hours there is a high possibility that the discrepancies are due to changes in the status of the pt. Inratio meter: mean: 1.65 sd 0.78. %cv 47.14. Since 47.14% cv is more than 20%, the precision test failed the criteria for precision. Products will be tested if returned. As of today, products associated to this complaint have not returned.